Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of some deformity/hole at the tip of the stem on the returned white luer cap. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the center of the cap. Conclusion: reported event was confirmed. Medtronic and their suppliers utilize a variety of controls such as component requirements, specified manufacturing techniques, inspections, etc. The controls are monitored using visual inspection (e.g. Incoming receiving or final inspection), component qualification, and scrap monitoring. The cap was returned but device was not returned and no valid serial number was provided so a DHR review was not possible. Review of manufacturing quality indicators and historical complaints determined this is a unique isolated occurrence. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of an affinity nt oxygenator, the customer reported that a leak was observed coming from the center of the white luer cap that was attached to the access port on the affinity nt oxygenator. Upon removing the luer, a pin hole defect was observed in the tip of the luer cap. The leaking cap was replaced with another sterile plug cap. There was no patient involvement so no adverse effect occurred. Additional information: a second cap appears to have the defect, but was not found to be leaking, the sales rep will include it in the return. Second cap is from a different oxygenator from a different procedure. When one cap was noted to be defective, the perfusionists started to inspect all their packs for this defect and noted another cap that looked like it had the pinhole defect, so changed it to prevent a chance of a leak. There was no damage to the packaging and no damage to the device was identified additional information states that the serial for the oxygenator with the second cap is unavailable. It was also confirmed that the previous case was not reported to medtronic as the customer checked another oxygenator in a pack that was opened and decided to replace the cap in abundance of caution, as it showed the same pattern on the bottom. It was not observed to leak, this unit will be returned as well, since it did not look normal. However, it may not be defective. The quantity in the pli has been updated to two and the allegation against this device will be captured in this event.